Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient was admitted into the hospital with a hemorrhagic stroke. The patient reported that he was experiencing intermittent increases in power, close to 8 watts (typically runs from 5-7 watts). A review of the device log file noted power increases ranging from 8-10 watts. On (B)(6) 2015, the patient¿s lactate dehydrogenase, plasma free hemoglobin, and liver function tests were reportedly all normal. The patient¿s inr was less than 2 the previous day. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 6 months. The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump was not returned for evaluation, as it remains in use supporting the patient. No further issues have been reported. Although power elevations were confirmed in the submitted system controller log file, the cause could not be conclusively determined. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. All of the captured events were routine power source exchanges and pulsatility index events. The system appeared to be operating as intended. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the power elevations resolved.